Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor sn (B)(4): 11/20/2012 reuse, electrode belt sn (B)(4): 12/24/2014 reuse.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016 while reportedly wearing the lifevest. ECG data indicates that four arrhythmias were detected from 12:35:06 to 12:51:17. The rhythm was aystole with CPR artifact transitioning to vt from 135 bpm to 150 bpm. The CPR artifact indicates the presence of bystanders. The electrode belt was then disconnected at 12:52:05 on (B)(6) 2016 while the patient was in vt at 140 bpm. The patient's prescribed vt threshold for treatment was 150 bpm. The device properly detected the ventricular arrhythmia. However, due to varying heart rate, the patient was not treated by the lifevest. The patient passed away later that day ((B)(6) 2016).